Event description:
A report was received that during a revision procedure, it was stated that the patient's paddle lead was fractured and the contacts came off from the lead. All but one contacts were taken out from the epidural space. The physician decided to leave it and no actions were taken. The lead was replaced.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during a revision procedure, it was stated that the patient's paddle lead was fractured and the contacts came off from the lead. All but one contacts were taken out from the epidural space. The physician decided to leave it and no actions were taken. The lead was replaced.

Manufacturer narrative:
Additional information was received that the lead was found to be fractured during the revision when fluoroscopy was taken.